Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis was manifested by cloudy effluent. The patient was hospitalized for the event and treated with unspecified antibiotics intraperitoneally. The patient was retrained on aseptic technique. On a later date, the patient recovered from the peritonitis and was discharged from the hospital. No additional information is available at this time.